Manufacturer narrative:
Unit had button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly and motor.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Moisture was visible under the lcd screen. The insulin pump was counting on its own without input. Customer's blood glucose level was 426 mg/dl. He had not treated his high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.